Event description:
We deployed the clip, and the spring and wire came out from the handle. Took us a little while to be able to detach the clip form the wire it was attached still after deployed the clip. Doctor was able to take the wire off the clip. Without damaged patient tissue.